Manufacturer narrative:
The device involved in the reported event was disposed by the customer and it is not available for evaluation. The lot/ device manufacturing records were reviewed and found to be acceptable. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report from a user facility in the (B)(6) stated that the green irrigation tubing was kinked close to the 3 way tap, restricting the flow. There was no patient injury reported.